Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from date manufacturer was made aware.

Event description:
It was reported that the patient was not getting adequate relief from their spinal cord stimulator (scs) device. The patient underwent an scs explant procedure. No additional information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was not getting adequate relief from their spinal cord stimulator (scs) device. The patient underwent an scs explant procedure. No additional information was obtained despite multiple good faith efforts.